Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a glucose nadir of 43 mg/dl after a typical lunch of soup and crackers that had been announced as usual. Symptoms included headache and confusion. Outcomes included recovery to the 80s mg/dl after treatment with oral glucose in the form of orange juice, without emergency care or hospitalization. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.